Event description:
It was reported that an integrity alert was triggered on the right ventricular lead and impedance changes were noted. The lead was explanted and replaced. The patient is a participant in the umbrella study. No patient complications have been reported as a result of this event.